Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the charging would kick on and off when charging the implant and the issue began 4 or 5 months ago. Patient's recharger paddle and relay box would get really hot when charging the implant. Agent sent email to repair to replace the recharger. Patient was also waiting on a big back surgery that was related to their implant. Patient had multiple mris done and 3 weeks ago patient put their controller into MRI mode and MRI tech found out that the implant wasn't MRI compatible. Patient's implant and leads would get replaced. Patient had 9 level screws on their back and patient was waiting to find out what was going on with their back because they were having pain issues with their back. Additional information was received from the manufacturer representative (rep). Rep reported they were made aware on 2024-may-15 and asked the patient to call patient services (pss) for help. Rep stated that the back surgery was unrelated to the stimulator. Rep stated the patient will undergo a routine lead and battery replacement so that the patient can have an MRI. The information has been conformed with the physician.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) b3: event date is month and year valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6): product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.